Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced low blood glucose. The customer blood glucose level was above 40 mg/dl at the time of incident and current blood glucose level was 68 mg/dl. Customer treated low blood glucose with food and glucose tablet. Customer was uses auto mode. Customer not alleging that the insulin pump was over delivering. The insulin pump will not be returned for analysis.